Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 224 mg/dl. The past occlusions were resolved by performing either an infusion set site change or a cartridge change. A system check was performed using the current supplies and the occlusion alarms were verified. Insulin deliveries were successfully resumed after the system check.